Manufacturer narrative:
The investigation for the renal failure and hemolysis has been completed. The pump was not returned for investigation. Data logs show no signs of motor current spikes, positioning issues, or placement signal trends. According to the clinical report, hemolysis and renal failure were reported during impella support. The cause of the renal failure issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. H6 component code 4755 changed to 925.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ . Section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿. Section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute kidney injury with a "possible" relationship to the impella device used: ¿pt with baseline creatinine of 1.64 mg/dl on (B)(6) 2024 prior to impella placement. Creatinine rose after impella placed with peak value of 3.85 mg/dl on (B)(6) 2024. Nephrology consulted, pt on crrt from (B)(6) 2024- (B)(6) 2024 and intermittent hemodialysis until (B)(6) 2024. Last round of hemodialysis occurred on (B)(6) 2024. Creatinine continued to rise after hemodialysis was discontinued. On day of discharge creatinine was 5.71 mg/dl. Per discharge summary ¿aki: he reports robust urine output. Dialysis access has been removed for his ICD placement. Appreciate nephrology consultation. They do not perceive any future dialysis and have cleared him for discharge.¿. It was reported that the patient/event has not recovered/not resolved.we received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿on (B)(6) 2024 pt with evidence of hemolysis. Ldh on (B)(6) 2024 at 16:42 was 5426 u/l and urinalysis on (B)(6) 2024 at 14:01 showed color=brown, clarity=extra turbid, blood=3+, rbc >100. Impella lowered from p8 to p7. (B)(6) 2024 repeat ldh was 1988 and it continued to downtrend from that point on.¿. The patient recovered with no sequelae.